Event description:
The user facility reported four patients sustained hematomas following procedures performed with the subject device. The procedures were said to have been aborted as the device reached the splenic flexure and could not advance further. All four patients were said to have been transferred to the emergency room 24 hours later, but were not hospitalized and are doing well to date. The user facility claimed to have inspected the device prior to all of the procedures, and no irregularities were noted. However, following the fourth procedure, the user facility re-examined the device and noted the distal end to be sharp. The user facility has indicated that the cause of the sharp edge at the distal tip of the device was due to third party repairs, and most likely caused the patient outcomes.

Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for evaluation. There were third party repairs and parts noted throughout the device. The distal end nozzle was found deformed and sharp, which most likely contributed to the patient outcomes. In addition, the image was noted to be scattered and stained, which may have been due to corrosion found inside the endoscope connector. One of the light guide lenses was also found nonfunctional due to physical damage. Additionally, there were scratches found on the objective lens, the distal end cover, the insertion tube, and the light guide tube. The physical damage noted on the device is consistent with user mishandling. The cause of the patient outcomes cannot be conclusively determined. However, third party repairs and/or parts cannot be ruled out as a contributing factor. The device has now been serviced. An endoscope support specialist has been dispatched to conduct an in-service training at the user facility on how to properly inspect and clean the device. This report is being filed as an MDR in an abundance of caution. Additional comments: the pcf-160al instruction manual advises users to carefully inspect the device prior to each use, and not to use the device if any irregularities are found. The manual also advises that olympus endoscopes should only be serviced by olympus personnel.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the four patients involved in this event.please cross reference MFR. Report numbers: 2951238-2016-00132, 2951238-2016-00133, and 2951238-2016-00134 to account for the four patients as referenced in the original report.